Event description:
A customer accidentally submerged their pump in water, resulting in an incorrect fill estimate display on the insulin gauge. The reported fill estimate was 105 units and remained static despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer on how pressure variances could cause this display issue and advised that the estimate would correct itself over time. The customer understood the explanation and agreed to monitor the situation, with the option to call back if necessary.